Manufacturer narrative:
The insulin pump had a pump error alarmed during rewind due to jammed motor gearbox. Unable to performed displacement, rewind, seating and basic occlusion due to pump error. The insulin pump was received with cracked retainer, minor scratched display window and scratched case.

Event description:
Customer called to report that the insulin pump alarmed multiple pump errors. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarms were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is expected to return.